Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the negative post from battery contact was stuck on the battery connection. (B)(4).

Event description:
It was reported the analyzer was returned for battery compartment repair. No patient complications were reported as a result of this event.